Manufacturer narrative:
It was reported that the patient experienced dislocation approximately 6 months following a reverse shoulder arthroplasty. The device is not presently available to the manufacturer for evaluation, and due to the affected component being radiotranslucent, confirmation of the failure mode and subsequent completion of the investigation will take place following revision surgery.

Event description:
It was reported that the patient experienced a shoulder dislocation approximately 6 months following shoulder arthroplasty.